Event description:
Patient to have abdominal CT scan. 20g IV started and flushed without difficulty. A 125 cc pre-fill syringe was obtained. When the technician began the contrast injection, he received a pressure limiting error. He asked if the clamp was on and it was verified that the clamp was open. They proceeded with the test and within seconds, the side of the syringe exploded and contrast sprayed across the room. The side of the syringe was cracked all along the side. The IV was assessed and flushed again without difficulty. A new syringe was obtained and the procedure was completed without further incident. There was no patient or staff injury.